Event description:
Clinical trial. It was reported that 727 days following a coronary artery drug eluting stenting procedure, the pt was admitted for unstable angina. The index procedure treated the lmca (left main coronary artery with a 3.5 x 8 mm taxus express2 stent. A distal rca (right coronary artery) lesion was also identified, but was not treated. The pt presented 727 days following the index procedure with unstable angina and was admitted. On day 731 the pt underwent revascularization due to 90% in-stent restenosis of the lmca. Treatment resulted in <30% residual stenosis. The investigator assessed this event as having a highly probable relationship to the taxus express2 stent.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the mfg documentation for this batch found that the device met its material, assembly and prod specs at the time of release to distribution. The most probable root cause of this event is anticipated procedural complication.